Manufacturer narrative:
Ref. Related mfgr. Report numbers: 2015691-2018-02559, 2015691-2018-02578, 2015691-2018-02579, 2015691-2018-02582, 2015691-2018-02584, 2015691-2018-02586.

Manufacturer narrative:
The patient was treated between (B)(6) 2015 and (B)(6) 2017. The type of valve is unknown; however, these are the possible PMA numbers for the sapien xt (p130009) and sapien 3 (p140031) valves. The valve was not returned to edwards lifesciences as it remains implanted in the patient. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or nonfunctioning leaflet.  Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing.  This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the nonfunctioning leaflet cannot be determined. It is normal to have a small gradient across a prosthetic valve after implant.  If elevated, it may indicate obstructed flow across the valve.  An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis.  Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography.  If significant and results in symptoms, it may require intervention.   During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution.  This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no indication a product deficiency contributed to this adverse event. The cause of the non-functioning leaflet and increased aortic valve gradient post valve deployment cannot be confirmed, it is possible the events were related to the mechanisms described above   the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required. Bibliography: praz, fabien, et al. "Transatrial implantation of a transcatheter heart valve for severe mitral annular calcification." The journal of thoracic and cardiovascular surgery (2018).

Event description:
As reported through a journal article titled, "transatrial implantation of a transcatheter heart valve for severe mitral annular calcification" post tavr procedure in the aortic position, while in the hospital (exact date unknown), one patient was found to have a fixed anterior sapien valve leaflet along with an elevated aortic mean transvalvular gradient of 30mmhg.

Manufacturer narrative:
Reference CAPA-(B)(4).